Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they spoke with the nurse practitioner and he was not recommending any further follow up. The cause of the issues wasn't determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). Patient reported sensitivity at ins site and burning sensation up along leads. Environmental/external/patient factors that may have led or contributed to the issue was that patient fell in march. Impedance check was performed-cleared. Reprogramming was performed. The issue was not resolved at the time of the report. Hcp had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.